Manufacturer narrative:
UDI: (B)(4). The microsensor was not returned for evaluation (discarded by the facility); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Event description:
A facility reported that the microsensor was implanted into a patient after being zeroed. A day after the procedure the icp reading showed a sudden increase. The CT showed that there was no significant change. Therefore, the physician suspected that the icp reading was incorrect. The physician stopped monitoring and retrieved the microsensor. The patient was discharged from the hospital in stable condition. The physician believed that there may have been a transient instability of the icp pressure, however, the possibility of inaccurate reading of the microsensor could not be excluded.